Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient experienced five incidents where the infusion set tubing was leaking at the coupling housing event on (B)(6) 2025 . The events occurred over a period of time, with the patient expressing they had been facing several issues since january. Specifically, there was one incident in january, three in february, and one in march on (B)(6) 2025 . For each infusion set involved, the duration of use was no more than one day before the issue was noticed.patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.